Event description:
A consumer reported that her elderly father, swallowed 2 efferdent (sodium perborate monohydrate, potassium monopersulfate) (formulation unspecified) on two different days in 2006 (exact dates unspecified). She stated that her father complained of loose bowel movement and feeling weak in the same year (exact date unspecified). He was taken to the hospital due to the events (date unspecified). Prior to that year, he was given a blood transfusion as his hemoglobin was low (exact value unspecified). He was admitted to the hospital that same day for pneumonia. The consumer reported that the events resolved on an unspecified date within the same year.

Manufacturer narrative:
The product has not been returned for failure analysis / laboratory testing. User error may have contributed to the event.